Manufacturer narrative:
This ipg serial number was included in a filed advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had discomfort at the ipg (implantable pulse generator) site and also, the device was not charged for more than 6 months. It was reported, the physician placed a new ipg deeper within the same ipg pocket and therapy was restored.